Event description:
It was reported that the programmer was not interrogating consistently. A new programmer head was tried, but the programmer and radiofrequency (rf) head were returned for service. It was further requested that the keyboard be fixed. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable jacket was nicked. (B)(4).